Manufacturer narrative:
Correction: b5.

Event description:
It was reported the patient presented in the hospital with discomfort in the pacemaker pocket. Upon interrogation, it was observed the patient's right atrial lead was sensing noise. The lead was explanted and replaced. The pocket was expanded medially to avoid the pacemaker from extending into the patient's left axillary area. In addition, an insulation break was noted on the right atrial lead, and the helix failed to retract when explanted. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-31856. New information received notes the patient experienced discomfort in the pacemaker pocket before the procedure. The pocket was expanded medially to avoid the pacemaker from extending into the patient's left axillary area. In addition, an insulation break was noted on the right atrial lead, and the helix failed to retract when explanted.